Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 587 mg/dl. The customer had no delivery alarms and a bent cannula. The customer treated the high blood glucose with manual injections. The customer did a 5 unit fill cannula with no alarm and when they pulled out the cannula it was bent. Customer declined to troubleshoot for high readings. The product was not returned for analysis.